Event description:
This lead was capped and replaced due to impedances greater than 3000 ohms, intermittent oversensing and total loss of capture. Should additional info become available, this file will be updated.